Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case description: customer reports their 8110 (sn:(B)(4)) will not pass the barrel clamp calibration. Failure device type: alaris system instrument failure problem type: 8120 failure mode: calibration case resolution: customer requested barrel clamp part number to fix issue. Informed customer this is most likely due to the barrel clamp sizer. Recommended replacing the barrel clamp sizer. Provided part number. Also recommended customer send in for repair. Ended of call.